Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the customer stated the pump battery gauge jumped from 1% to 95% very quickly. The customer's blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy.